Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00631005032, trilogy longevity polyethylene liner, lot #60799905; catalog #00771100900, zimmer m/l taper hip femoral stem, lot #60738938; catalog #00801803201, versys femoral head, lot #60597519 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
Device history records review for pn: 00620205222 / ln: 60739262 identified no deviations or anomalies. These units were released to distributor with no deviations or abnormalities. No devices were received; therefore no product evaluation could be performed. This device is used for treatment. Complaint history review identified no additional complaints for pn: 00620205222 / ln: 60739262 combination. Review of surgical notes documents the preoperative and postoperative diagnosis as right hip degenerative joint disease. The hip was found to be stable and no complications were noted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.